Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag over 2 years ago, no attempt will be made to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications when the ventilator was being switched on. The root cause was determined to be a main board failure. There was no patient or user harm.

Event description:
On (B)(6)2020, the medical staff of neonatology department prepared to use the ventilator for the patient. When the ventilator was turned on, it was found that alarm codes tf9909 and tf9907 constantly showed, and the ventilator could not be used. The medical staff judged that the ventilator could not continue to operate and immediately replaced it with another ventilator. The defective galileo was stop for use. It is not used and caused no injury to the patient.

Event description:
Alarm codes tf9909 and tf9907 showed when the machine was turned on.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  Reported by user outside the us. Report reference (B)(4). When the ventilator was turned on, it was found that alarm codes tf9909 and tf9907 constantly showed, and the ventilator could not be used due to main board failure. The medical staff judged that the ventilator could not continue to operate and immediately replaced it with another ventilator. The defective galileo was stop for use. May lead to a delay of the procedure as the procedure must be re-planned or completed using an alternative means of ventilation. The issue is not likely to be serious to public health but is likely to cause serious injury or death if it were to recur. Therefore, the event is deemed to be a reportable event.